Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the catheter got separated inside the body. It was trapped in the balloon, and it was removed completely outside the body. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection observed that the imaging window detached. The photo attached in the additional information shows evidence of the reported issue. Imaging window detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending, compression and/or tensile forces that may be encountered during procedure over this section are not evenly distributed and are mainly focused over the least rigid material, in this case, the imaging window. These kinds of detachment are related to design characteristics of the device.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the catheter got separated inside the body. It was trapped in the balloon, and it was removed completely outside the body. The procedure was completed with another of the same device. There were no patient complications reported.